Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found rad gain cal won't pass, and generator will not provide more than 100kvp output. The fse inspected generator and charger circuits - ordered and replaced x-ray batteries and x-ray relay. Tested system after replacement and passed all checks, system was put back into use. Relay was sent back to the manufacturer for evaluation. Relay passed bench test. Fse replaced relay as a precaution. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) called to report a complaint from the site that the system won't pass a rad gain calibration and that it makes a funny noise. There was no patient present when this issue was identified.